Event description:
Caller states customer reported low blood glucose symptoms with results of 92 mg/dl and 124 mg/dl obtained on the advantage system. Caller provided glucerna and ensure to the customer to treat the low blood glucose symptoms. Customer tested 43 mg/dl after treatment; he then self treated with oral glucose, and tested 181 mg/dl within 10 minutes of the result of 43 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.